Event description:
Boston scientific received information that this left ventricular lead was explanted and replaced due to a lead dislodgment. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
The lead will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.